Event description:
It was reported that the patient had infection at the battery and midline incision sites. Symptom of drainage was noted. The physician believed that the infection was due to surgical technique. Antibiotics were prescribed. The patient underwent wound debridement and explant procedure. The patient reportedly fully recovered. All explanted device components were discarded.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).